Event description:
It was reported while using a bd macconkey ii agar 90mm plate that a patient sample exhibited insufficient growth of stenotrophomonas species. Growth was observed on other plates during parallel testing from the same sample. There was no health impact or consequence reported.

Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using a bd macconkey ii agar 90mm plate that a patient sample exhibited insufficient growth of stenotrophomonas species. Growth was observed on other plates during parallel testing from the same sample. There was no health impact or consequence reported.

Manufacturer narrative:
Event description: customer reports that stenotrophomonas spp. Did not grow on product: 254078. Complaint history review: the complaint history for the past 12 months was reviewed, and no other complaint was reported regarding lack of growth of stenotrophomonas spp. For this catalog number. A trend was not identified. Batch history record (bhr) review: the batch history record was reviewed. No deviations from the validated process parameters were detected. Release testing by the qc department was satisfactory. Sample analysis: within the complaint investigation, retainment samples of lot: 5084764 were used to test growth of stenotrophomonas maltophilia strains atcc 13637 und nctc 10257. The plates were incubated at 35 +/- 2 °c for 20 h under both aerobic conditions and in presence of co2. Growth was observed for all tested combinations; however, growth was faster under aerobic conditions. Return samples were not provided by the customer. Picture samples were shared to show the described growth on tsa with 5% sb, chocolate agar, chromagar orientation plates in comparison to the absence of growth on macconkey ii agar. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our production process. No deviation could be found during the qc release performance test and the performance test on the retain samples. Growth of stenotrophomonas maltophilia strains atcc 13637 und nctc 10257 could be demonstrated on the retainment samples under both aerobic and co2 conditions. Please note that according to the IFU, plates should be incubated protected from light, at 35 ± 2 °c in an aerobic atmosphere for 18 to 24 hours or longer if necessary. The IFU further states to not use co2-enriched atmosphere with bd macconkey ii agar. In line, in our test of the retainment samples, growth was slower under co2 conditions. Due to individual growth requirements of clinical isolates, those might be susceptible to the selective ingredients in the medium or do not show similar growth behavior as lab strains. Investigation conclusion: based upon our investigation, we have excluded any systematic failure in our manufacturing process. All the release testing was satisfactory. Furthermore, upon evaluation of retain samples we cannot confirm the complaint for performance issue. Results of growth promotion tests were satisfactory. A definite root cause has not been established.